Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 3 mm x 40 mm x 146 cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The device was replaced with a 4 mm-40 mm coyote balloon catheter and a 6 mm-120 mm innova stent was then deployed, thus the procedure was completed. No patient complications were reported and the patient's status was good.